Event description:
Patient reported that for the last 3-4 weeks their device's piston rod would not retract all the way when they changed insulin cartridges. No errors/alerts were generated by the device. Patient's blood glucose was not affected, and no treatment was received.